Event description:
Subsequent to the initial medwatch report it was noted that the proglide attempted in the left common femoral artery was flushed again, after the physician was unable to obtain pulsatile flow through the marker lumen, with no obstruction found.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned with the plunger, suture, link, needles, and cuffs in pre-deployed position. Dried blood was observed on the device, but not within the marker lumen tube. This suggested that the device was introduced into the patient anatomy, but there was no blood flow through the external marker lumen tube. Inspection of the returned device indicated that the sheath was kinked at the o-ring which could have caused the guide wire access port to be twisted, as reported. During manufacturing marker lumen patency testing is performed on every device. During lab testing luminal marking testing was performed and the result met the manufacturing criteria. This is consistent with the reported information that the marker lumen was patent before use and after removing the device from the patient. There were no reported challenging anatomical conditions which could have contributed to this event. A sheath kink could have contributed to failure to achieve luminal blood marking as it could prevent the device from being fully inserted into the artery. During manufacturing every sheath is inspected for proper assembly and coating prior to packaging. During lab testing, hydrophilic coating was found present throughout the sheath surface. Inserting the device into the patient anatomy at an angle greater than 45 degrees can cause the sheath to kink at the o-ring as detected. However, this could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the kinked sheath which directly resulted in failure to achieve luminal blood marking is related to operational context. No manufacturing or quality deficiency was detected as a result of this investigation. During lab testing, needle deployment and suture retrieval were successful. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot did not reveal any other similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of the right and left common femoral arteries (cfa's) was attempted using perclose proglide devices after an interventional bilateral common iliac artery stenosis procedure. During the attempt to close the right cfa, the physician could not get pulsatile flow through the marker lumen. The proglide was flushed prior to use, per the instructions for use, and the lumens deemed to be patent. The marker lumen was also flushed after the inability to obtain marking with no obstruction found. The guide wire was reinserted and during device removal, the guide wire access port seemed to have twisted to the posterior side of the device as the black shaft had rotated on the plastic piece where the feet are deployed. Reportedly, nothing had broken off or detached. Another proglide was attempted with the same result. Manual arterial compression was applied to the right cfa to achieve hemostasis. A proglide was attempted to be deployed in the left cfa; however, pulsatile flow from the marker lumen was not present. Again, flushing of the marker lumen was performed without success. Manual arterial compression was used to achieve hemostasis. The arteriotomy closure was delayed approximately 15-20 minutes due to the device issue in the right cfa. The patient was kept overnight at the hospital. There was no reported adverse patient sequela. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under a separate medwatch MFR number.